Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed two devices were returned in the same original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned for either device. The actuator is in the pre-t2 position of both devices. Bio debris is present. A functional evaluation was performed on the returned device and found that both devices' actuators stick at the distal tip of the needle when cycled but will pop back into position with some manipulation. The physical resistance have been determined to be related to the reported event a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360´s t2 implant deployed prematurely after t1 was deployed. T1 implant was removed from the patient using tweezers. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).